Event description:
This case was initially received via regulatory authority ((B)(6) , reference number: (B)(4)) on (B)(6) 2021. This spontaneous case describes the occurrence of myalgia ('hypothesis of myalgia') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2021, the patient experienced myalgia (seriousness criterion medically significant), mixed anxiety and depressive disorder ("anxiodepressive syndrome for several years"), arthralgia ("arthralgia") and asthenia ("chronic asthenia"), 10 years 7 months after insertion of essure. Essure treatment was not changed. At the time of the report, the myalgia, mixed anxiety and depressive disorder, arthralgia and asthenia outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, mixed anxiety and depressive disorder and myalgia with essure. The reporter commented: she wish for essure removal, but it was refused by her attending gynaecologist. Second opinion was requested. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81 kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2108932) on 10-may-2021. This spontaneous case describes the occurrence of myalgia ('hypothesis of myalgia') in a 55-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2021, the patient experienced myalgia (seriousness criterion medically significant), mixed anxiety and depressive disorder ("anxiodepressive syndrome for several years"), arthralgia ("arthralgia") and asthenia ("chronic asthenia"), 10 years 7 months after insertion of essure. Essure treatment was not changed. At the time of the report, the myalgia, mixed anxiety and depressive disorder, arthralgia and asthenia outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, mixed anxiety and depressive disorder and myalgia with essure. The reporter commented: she wish for essure removal, but it was refused by her attending gynaecologist. Second opinion was requested. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-jun-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.